Event description:
The patient contacted lifescan and reported that their one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). During troubleshooting, it was verified that the meter was previously set in the correct unit of measurement and that the patient had not recently changed the units of measurements in the meter settings. They had consulted their physician regarding the issue and their medication was increased. They were not given any treatment. The patient was not sent any replacement products.